Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a colon procedure. Reportedly, the instrument jammed and the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.